Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209256188, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0209256188, implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from the healthcare professional (hcp) in a clinical study via the manufacturer representative (rep) reported hematoma at the scar level. There was a report of pain leading to stimulator repositioning. Factors that may have led or contributed to the issue was reported to be unknown. Actions/interventions taken to resolve the issue consisted of hospitalization from (B)(6) 2016 for lead repositioning and antalgic treatment given. The issue was resolved at the time of the report. There was a report that the event was resolved on (B)(6) 2016. The investigator assessed the event as serious, not related to procedure, and related to device. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.